Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had episodes of noise that was oversensed causing pacing inhibition greater than two seconds during a procedure. It was noted that device started to charge but diverted, so looks like they didn't apply magnet like they should. It one of the episodes had underlying rhythm, but review was unable to be determine underlying on the second episode. Plan was to contact the surgery center to discuss applying the magnet to prevent inappropriate therapy. The device remains in-service. No adverse patient effects were reported.